Event description:
Consumer reported via social media that with an unspecified number of tampons, the tip of the applicator was more open and they were sharp when inserting. She did not report the need for medical attention or having any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.